Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were inserted into the patient and insufflation was obtained. An ancillary component was placed on one of the devices. The procedure continued for about twenty minutes without any problems. After a cholangiogram catheter was removed from one of the devices, the insufflation would not hold. The seals were tested but no leaks were detected. The insufflator was checked and found to be working properly. The devices were removed and the procedure was converted to open. A small piece of a seal was found in the patient's abdomen. The patient is receovering well with no additional complications. At the present time it is unknown which product contributed to the event.